Event description:
The alarm is getting very hot. I did not drop it or damage it in any way. It was purchased about a month ago but I never got to using it. Tonight I was testing it with my daughter and noticed that it makes a click-click noise which never stops and the alarm is getting very hot. It is most definitely not usable the way it is because this heat can easily hurt my daughter. It only takes 15 mins and the alarm gets hot like it's ready to burn someone.